Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the venous cage was allegedly occluded. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 19cm glidepath d/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. Some deformation was noted on the catheter body, proximal to the taper sleeve which appeared to be a clamp mark/pinch. An in-house syringe with dye water was attached to the blue luer. Upon infusion, strong resistance was felt, and no water was noted to exit the distal end of the catheter. Dye water was noted throughout the catheter body but stopped at the deformed area of the catheter. Another attempt was performed, and was unsuccessful as no water exited the distal end of the catheter. Therefore, the investigation is confirmed for the reported obstruction and identified deformation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, the venous cage was allegedly occluded. There was no reported patient injury.